Event description:
Per the implant records the patient was reported to have a history of multiple previous episodes of deep vein thrombosis (dvt) and pulmonary emboli (pe). Bilateral groins were prepped and draped in the usual sterile fashion. Using modified seldinger technique, the inferior vena cava (ivc) filter sheath was placed in the right femoral vein and the filter was then advanced, positioned and deployed to the level of the l3-l4. There were no reported complications. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, embedment, perforation of filter struts outside the ivc and thrombosis, becoming aware of these events approximately nine years and eleven months after the filter implantation. The patient further asserts to have suffered from physical pain post implant and has been told by the doctors that the filter cannot be removed. The patient also experienced anxiety related to the filter and reports that about twelve years and seven months after the filter was implanted, a computerized tomography (CT) scan revealed filter perforation with the struts near the vertebral body and aorta.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter. The patient reported becoming aware of filter tilt, embedment, perforation of filter struts outside the ivc and thrombosis, approximately nine years and eleven months post implant. The patient also reported physical pain post implant, has been told by the doctors that the filter cannot be removed, and anxiety related to the filter. The patient submitted to a computerized tomography (CT) scan approximately twelve years and seven months post implant. Review of the scan revealed filter perforation with the struts near the vertebral body and aorta. According to the implant record the indication for the filter implant was a history of multiple deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed via the right femoral vein and deployed at the level of l3-l4. There were no complications. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease ivc filter is intended for permanent placement. Blood clots, clotting and occlusion of the device or the vasculature do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from perforation of the filter and the resultant symptoms. As a direct and proximate result of this malfunction, the patient suffered injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.